Event description:
During the initial implant procedure, a high capture threshold and intermittent capture were noted on the left ventricular lead. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification. Visual inspection of the lead did not find any anomalies. The reported events of intermittent capture and high capture threshold were not confirmed.